Event description:
The patient was positioned in the mayfield head rest. After start of case, anesthesia noted that the patient's orbits were resting on metal. The physician broke scrub and repositioned the head. Anesthesia continued to monitor head position throughout case.